Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: 2009, inratio: 1.9, lab: 6.4. Date: the next day, inratio: 1.2, lab: 2.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: for two days in 2009. Mean: 4.2, 1.7. Inratio: 1.9, 1.2. Confidence limits: 2.4-6.1, 1.2-2.3. Lab: 6.4, 2.1. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Test 2(first day) is within the confidence limits. However, the lab values of test 1 fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Hence, this would be subject to functional testing as part of the complaint investigation when meter is returned. As of the second day, the meter and strips are not expected to return. No further investigation is required at this time.